Event description:
It was reported that during use of the bd max¿ system, bd max¿ instrument, an unspecified number of norovirus false positive patient results with unusual curves were obtained. There was no report of patient impact.

Manufacturer narrative:
Investigation summary: the complaint alleges the bd max instrument had "false positive results". Customer reported that the lab witnessed two suspected false positive results for norovirus while running the enteric viral panel assay. The customer database was provided to bd service specialists for review, which revealed a drift in reader normalizer ratios and the need for reader renormalization. A bd field service engineer (fse) was dispatched to the customer site where they performed cleaning of the readers, re-normalized the readers to bring values within specification, and updated system software. The instrument was successfully qualified and returned to the customer. This complaint is unconfirmed as no part or component failure was identified. The root cause of the issue was traced to reader calibration/normalization. No samples were expected to be received as part of this complaint, and therefore no samples were returned, and no returned material investigation could occur. Review of the device history record for the instrument is not required because this complaint does not allege an early life failure or failure at installation and the complaint is unconfirmed, thus a DHR review would yield no useful information. Service history review was performed for the instrument and no additional cases were observed for the complaint failure mode reported. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.

Event description:
It was reported that during use of the bd max¿ system, bd max¿ instrument, an unspecified number of norovirus false positive patient results with unusual curves were obtained. There was no report of patient impact.

Manufacturer narrative:
D.2. Additional medical device types: nqx, njr, ozn. G.4. There were multiple PMA/510k numbers: k111860, k120138, k130470. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.